Event description:
A report was received that the patient's back was burning.

Manufacturer narrative:
Additional information was received the back burning had nothing to do with the stimulator but had something to o with the nerves.

Event description:
A report was received that the patients back was burning.